Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient¿s initials are reported as (B)(6). Patient weight is not available. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacture date: july 10, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial procedure on (B)(6) 2016 to correct a tibia fracture, a cannulated connecting screw for percutaneous instruments for nails would not disconnect from an unknown nail. The surgeon proceeded to use a ball hex screwdriver to try and disconnect the connecting screw from the nail. While in use, the ball hex screwdriver broke at the tip of the device and fell into the patient. A suction device was used to retrieve the broken tip of the ball hex screwdriver. A separate ball hex screwdriver was used in an attempt to disconnect the connecting screw from the nail. The tip of the second ball hex screwdriver broke and fell into the patient. A suction device was used again to retrieve the broken tip of the ball hex screwdriver. Upon the retrieval of the screwdriver tips, the procedure proceeded and was completed without any other issue. The reported incident caused a 15 minute surgical delay. Post-surgery the patient was reported as stable. Concomitant devices reported: nail (part # unknown, lot # unknown, quantity # 1). This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: the cannulated connecting screw and ball hex screwdriver are instruments routinely used in the supra-patellar instrumentation for titanium cannulated tibial nails system. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The two ball hex screwdrivers (part: 03.010.092 / lot(s): 9522761 and 3013142) were returned and reported to have broken while attempting to remove the returned cannulated connecting screw. This complaint condition was likely caused by the application of excessive torque during the attempted removal of the connecting screw from the nail; however, this complaint is not likely a result of any design or manufacturing related deficiencies. The two ball hex screwdrivers were returned and reported to have broken while attempting to remove the returned cannulated connecting screw. This condition is confirmed; both drivers have broken along a shear surface along the thinnest portion of the distal shaft where the ball hex meets the shaft. It is likely that the application of excessive torque during the attempted removal of the connecting screw from the nail led to this complaint condition. Lot 3013142 was manufactured in october, 2008 and is over seven years old. Lot 9522761 was manufactured in july, 2015 and is a year old. The balance of each of the returned devices is in fair condition consistent with their age. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. It is likely that the application of excessive torque during the attempted removal of the connecting screw from the nail led to this complaint condition for the ball hex screwdrivers. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.